Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did had replace battery alarm. The customer¿s blood glucose level was 8.8 mmol/l at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. The customer also stated that this was not the second occurrence of replace battery alarm without a low battery alert warning. The customer was reported that display is blank. The customer was assisted with troubleshooting. The customer states the display was blank less than 30 seconds and then returned and customer states display is blank currently. The customer stated that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display/moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor and motor. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), cracked keypad overlay, pillowing keypad overlay and serial number label missing. Blank display was confirmed during analysis due to moisture damage on the electronic assembly. Exposed to moisture confirmed and retainer ring damage confirmed. Unexpected battery power loss unable to verify due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.